Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained a 'hi' sensor scan (readings greater than 500 mg/dl) and self-injected humalog (dose unknown) based on the scan. The customer experienced a loss of consciousness, however, upon regaining consciousness, was able to self-treat (unspecified). No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Attempted to reprogram and activate sensor. Sensor observed to go to sensor state 6(indicating early termination). Sensor was de-cased and visual inspection was performed on the returned sensor and observed corrosion on sensor pcba(printed circuit board assembly). Extended investigation was performed on the returned sensor and observed corrosion on sensor pcba (printed circuit board assembly). The retuned sensor was reprogrammed and tried activating and observed to have low battery. The battery was replaced with a known good battery. Sensor was activated and accuracy test was performed. Accuracy test passed. Therefore, issue is not confirmed. Section h4 (device mfg date) were updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted

Event description:
A high reading issue was reported with the adc device. The customer obtained a 'hi' sensor scan (readings greater than 500 mg/dl) and self-injected humalog (dose unknown) based on the scan. The customer experienced a loss of consciousness, however, upon regaining consciousness, was able to self-treat (unspecified). No additional information was provided. There was no report of death or permanent injury associated with this event.